Event description:
A distraction lock implanted for veptr placement broke post-operatively. A follow up x-ray revealed the distraction lock had broken. The distraction lock and the ti rib sleeve were removed. The patient was revised to another distraction lock and a larger sized ti rib sleeve.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.